Manufacturer narrative:
On jan. 25, 2026, we found the report by searching the maude database. Zhende contacted the customer to ask for more information about this adverse event and has not received any reply. No batch information was provided, neither the affected device was provided. The information of the patient is not known and the use scenario was not provided, hence no testing has begun. We will provide following report when we have more information and complete the investigation.

Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that rid med island dressing harsh the skin and when she takes them off it's so aggressive and it's tearing her skin apart and making her skin raw.there is no new order or rga that is needed, this is just a general complaint on this particular product.